Manufacturer narrative:
Corrected data: the suspect medical device on the initial medical device report was filed as 114700. After the quality assurance investigation it was discovered that 114700 is the concomitant part and not the suspect medical device. The suspect medical device is unknown. Manufacturer narrative: the reason for this revision surgery was the ulna component was loose and an infection. The date of the original surgery is unknown. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The part and/or lot number of the device involved in this event was not provided. To adequately investigate this event, the part and/or lot number are necessary. In addition to the lot and/or part number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. Attempts were made to obtain the part and/or lot numbers of the devices that were removed; however, this information was not made available by the agent or zimmer-biomet. It was reported, "the component did not fail, the cement did and it was possibly due to chronic infection." The root cause for the infection was not reported. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. With the limited information provided about the patient and the devices removed during the revision surgery, it is impossible to determine the source of the infection.

Event description:
Revision surgery - due to the patient's ulna component having looked loose on an x-ray and was loose during surgery. The surgeon removed the base component and cemented in a component. The component did not fail, the cement did and it was possibly due to chronic infection.